Event description:
It was reported that the clinician primed the catheter prior to insertion and it was fine. Line was placed without difficulty and patient tolerated procedure well. Two days after insertion the nurse flushed that catheter and the "hub" came apart from the extension." The catheter was replaced and the patient tolerated the procedure well.

Manufacturer narrative:
Received one 4f single lumen PICC hub and extension tubing. The female luer was confirmed to have separated from the extension tubing. The device was sent to the manufacturer for evaluation. When the investigation is complete a final report will be submitted.